Event description:
A renegade catheter was used for therapeutic purposes. During the procedure, a contour embolization particle got stuck in the catheter. The catheter was removed from the pt and the procedure was completed with another device.

Manufacturer narrative:
The device has not been returned for evaluation yet. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number. Our directions for use outline appropriate placement, access and maintenance procedures. Information supplied in section f was completed by the manufacturer based on information obtained from the user facility. Any information not included in this section or any other sections was na at the time of submission of this medwatch report to the FDA . Date filed: 27 june 2006.